Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had no response from button and it had frozen display. The customer's blood glucose level was unknown at the time of the incident. Customer stated that the alarm occurred during the time that the buttons were not responding. The customer stated that they were unable to clear the alarm. Customer stated that the insulin pump buttons did not begin to work in less than 5 minutes without battery change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.